Manufacturer narrative:
(B)(4). Per the srt the setpoint = 9 liters per minute (l/min), value reported on central control monitor (ccm) = 9.00 l/min, actual value reported by calibrated external flow meter = 9.41 l/min and acceptable range is 8.70-9.30. The srt replaced the flowmeter and ran applicable phase ii tests. The unit operated to manufacturer specifications and was returned to clinical use. During the laboratory evaluation, all flow measurements were within specifications. The product surveillance technician (pst) installed the returned flowmeter into a lab-use only (luo) electronic patient gas system (epgs). He calibrated the epgs and measured flow output compared to the set point as shown in the table below: flow set point = 1 l/min, external flowmeter reading = 0.95 l/min, specification = +/- 0.6 l/min; flow set point = 5 l/min, external flowmeter reading = 4.83 l/min, specification = +/- 0.7 l/min; flow set point = 9 l/min, external flowmeter reading = 8.58 l/min, specification = +/- 0.8 l/min; flow set point = maximum flow, external flowmeter reading = >10 l/min, specification = =10 l/min. All flow readings were within specifications. Nothing observed that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the perfusion system failed flowmeter portion of verification testing. This is considered an "out of box" failure. There was no patient involvement.